Event description:
The customer reported a leak from the probe of the coulter act diff 2 analyzer while running patient samples. The volume of the leak was about 3 tablespoons and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 5/9/2015. The fse found that the backwash tubing behind the diluent pump became disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).